Manufacturer narrative:
H3: product analysis of part# 9960415, lot# pr10c0071. Visual inspection confirmed the tip of the captive head driver has broken due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding a product used for pedicle screw replacement or removal spinal therapy. It was reported that the tip of the driver was broken. There was no patient involved and no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that it is unknown when the instrument was broken.